Event description:
The hcp reported that a critical alarm went off on the patient's pump and when interrogated it, it was in safe state. The patient was in the hospital for an unspecified reason at the time, but had not had magnetic resonance imaging recently. The hcp reprogrammed the pump with correct settings and everything seemed to be working correctly. The patient was tight after the pump went into safe state, but was doing much better 4 days later. The manufacturer has recommended that the pump be explanted and returned to the manufacturer for analysis. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.